Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a communication error which caused the system to lock up; however, the customer was able to reboot to restore system functionality. There was no patient injury or death reported.